Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported balloon rupture, difficulty advancing and removing the device from the anatomy appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 99% stenosis, moderate calcification and mild tortuosity. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was prepared per instructions for use (IFU), however, resistance was met when protective sheath was removed. The bdc was advanced with resistance with the anatomy and the balloon ruptured during the first inflation at 10 atmospheres (atms). There was resistance with the anatomy during independent removal. Another nc trek neo balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.